Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned flexiva laser fiber was analyzed, and a visual evaluation noted that one piece of the fiber was received for analysis. The sma connector and boot were detached/separated from the fiber body and not returned. The fiber measured 309.9 cm. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. The proximal end of the fiber body appeared fractured with damage to the fiber jacket. Analysis of the returned fiber indicates signs of usage at the exposed glass tip and proximal end of the fiber body. It is likely that procedural handling of the device during set-up or use contributed to the observed condition of the fiber. Therefore, the most probable cause assigned is adverse event related to procedure.

Event description:
A flexiva ID tractip 200 laser fiber was returned to boston scientific without a reported event. Product investigation was completed on (B)(6) 2021 and analysis of the returned device found that fiber was broken at the connector. Additional information was received on november 18, 2021, that the flexiva ID tractip 200 laser fiber was used during a ureteroscopy procedure to treat kidney stones on (B)(6) 2021. At the beginning the procedure, the flexiva ID tractip 200 laser fiber broke at the connector. The procedure was completed with a flexiva tractip laser fiber. There were no patient complications reported as a result of this event.